Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
MFR review of vns programming history identified high lead impedance readings for a vns pt. Attempts for further info from the attending neurologist are in progress.